Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon part was not full. The incident happened when it was on the patient. It was stated that post anesthesia care unit nurse checked the balloon, there was a hole in the balloon and it would not fill. As per additional information received via email on 21sep2022, it was stated that there was a patient involved and the harm was trauma with re-insertion of the catheter. The physician had to come back and insert another catheter.

Event description:
It was reported that the foley balloon part was not full. The incident happened when it was on the patient. It was stated that post anesthesia care unit nurse checked the balloon, there was a hole in the balloon and it would not fill. As per additional information received via email on (B)(6) 2022, it was stated that there was a patient involved and the harm was trauma with re-insertion of the catheter. The physician had to come back and insert another catheter.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The two way latex foley catheter was returned. Although a specific cause cannot be determined, a potential root cause for this event could be, "high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." "Recommended inflation capacities 5cc balloon: use 10ml sterile water" "do not exceed recommended capacities." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." "Visually inspect the product for any imperfections or surface deterioration prior to use." Correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.